Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker entered safety mode. Additionally, the patient felt unwell secondary to loss of atrioventricular synchrony with unipolar pacing in safety mode. Prior to the switch to safety mode, a previous longevity calculation had estimated approximately 2 years were remaining on the battery. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that this pacemaker entered safety mode. Additionally, the patient felt unwell secondary to loss of atrioventricular synchrony with unipolar pacing in safety mode. Prior to the switch to safety mode, a previous longevity calculation had estimated approximately 2 years were remaining on the battery. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, that it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.